Manufacturer narrative:
Only the second meniscal repair device attempted for use was returned, so only that unit was evaluated. Examination of returned maxfire marxmen found that the rack inside the device was glued to the right handle. This does not allow the rack to move, meaning the trigger cannot be pulled/depressed. Review of sales history showed that a majority of the units in this lot had been implanted successfully without complaint. Current information is insufficient to permit a conclusion as to the cause of the first meniscal repair unit's malfunction. The user facility was notified of the event on (B)(4) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted january 24, 2011.

Event description:
It was reported that patient underwent a procedure utilizing a meniscal repair device on (B)(6) 2010. During the procedure, the surgeon fired the first device and upon pulling the needle out of the meniscus, realized that both anchors had deployed. The suture and anchors were removed and a second meniscal repair device was retrieved. The trigger on the second device would not depress, so neither anchor would deploy. This device was also removed from the knee. The procedure was completed with no injury to the patient or delay in the procedure.